Event description:
On (B)(4) 2012: covidien (B)(4) regional reports via e-mail; when we push b side forward button, the ram forward correct, but after release the button, the ram continue forward (no stop). No reported injury. System was not being used during a patient procedure when this event occurred.

Manufacturer narrative:
Covidien regional service engineer (se) reports troubleshooting an uncommanded movement of the b side ram. The service engineer replaced the powerhead cpu board assembly and tested unit, returning it to full service. The part was not returned for failure investigation.